Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber has recently been received at fisher & paykel healthcare (f&p) (B)(4) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber was leaking water from the edge of the chamber dome during use. There was no reported patient consequence.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber was leaking water from the edge of the chamber dome during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned complaint mr290 chamber revealed that the dome was bent inward but no physical scratch or crack around the deformed area. No leak was observed when the device was connected to a water source. The chamber also passed pressure test. Conclusion: we are unable to determine the cause of the reported fault. However, based on previous investigations of similar complaints, it is likely that the complaint mr290v chamber was subjected to excessive heat. The mr290 chambers are designed and tested to conform to iso 5367 breathing tubes intended for use with anaesthetic apparatus and ventilators. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure there is water supply connected to the chamber and that water is present within the chamber" - "do not use the chamber if the seals are not intact when received, or if it has been dropped." - "do not fill the chamber with water in excess of 37c".